Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior descending branch. A 6mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not be inflated. After the balloon was withdrawn outside the patient, the contrast was infused. Furthermore, it found that the balloon was broken, and the contrast was leaking. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the 80% target lesion was located in the mildly tortuous and severely calcified lesion. The balloon was dilated once from 0 atmospheres (atm) to 12 atm sequentially; expansion of 1 atm per second up to 12 atm. The device was removed normally from the patient.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a tear above the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and inflation media was observed to leaking from a tear in the balloon. No damage to the markerband or remainder of the device was noted.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior descending branch. A 6mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not be inflated. After the balloon was withdrawn outside the patient, the contrast was infused. Furthermore, it found that the balloon was broken, and the contrast was leaking. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the 80% target lesion was located in the mildly tortuous and severely calcified lesion. The balloon was dilated once from 0 atmospheres (atm) to 12 atm sequentially; expansion of 1 atm per second up to 12 atm. The device was removed normally from the patient.

Manufacturer narrative:
E1 - (B)(6).

Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that the balloon was broken. The target lesion was located in the anterior descending branch. A 6mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not be inflated. After the balloon was withdrawn outside the patient, the contrast was infused. Furthermore, it found that the balloon was broken, and the contrast was leaking. The procedure was completed with another of the same device. No patient complications reported.